Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states the buttons are sometimes unresponsive. Troubleshoot was conducted, and the customer received button error alarm that they cannot clear. Troubleshoot for the button error was conducted.